Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. However, the event description stated "patient needed dental work and stopped taking his plavix", which indicated that there was no device problem or malfunction. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The case of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that approximately six months after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. Initially, the patient had an unspecified taxus express2 drug eluting stent (des) implanted in the right coronary artery (rca) to treat a stent thrombosis from a previously placed unspecified stent. Six months later,the patient discontinued using plavix due to an upcoming dental procedure. Four days later, the patient began to experience progressive angina at rest. He presented to the ER with "tombstone EKG" and was diagnosed with late thrombosis, the rca was totally occluded. He was immediately sent to the ccl where a cypher 3.00x33.0mm des was successfully implanted to treat the thrombosis. The patient received heparin, integrilin, nitro and versed during the procedure. The patient is in good condition and underwent the dental procedure the next day. The physician reported that the event was due to the patient discontinuing plavix therapy and not related to the stent. It is noted that, the pt experienced the same event 6mos prior when discontinued plavix for dental work, thrombosis occurred and the taxus express2 des was implanted. No information is available in regards to the initial stent procedure.